Event description:
Patient had a button placed in 2004. She fell and later had a bladder infection and had pain int abdominal area. She was treated for the infection but the pain persisted. The tube seemed to be coming out and she went to the ER where the physician pushed it back in and told her to keep some gauze under the piece which lies flat on her stomach.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation, because it is still in the patient. A complaint history review could not be completed because the lot number was not provided.